Event description:
It was reported that the screen on the customer's device had scratches and was less responsive to touch. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and any further follow-up from technical support, and no additional actions were taken.